Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced partial display, pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump errors and the customer was not able to clear the alarm. Troubleshooting was also performed partial display and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test. No missing segments or partial display noted. However, constant pump error 37 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 on (B)(6) 2025 19:41:37.000 in pump downloaded history. Verified pump alarmed pump error 43 on (B)(6) 2025 19:21:55.000 and pump error 130 on (B)(6) 2025 20:10:23.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. No missing segments or partial display noted during analysis. Confirmed pump error 37 during analysis due to corroded motor home switch and the pump history download confirmed the pump alarmed pump error 130 and pump error 43 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.